Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead had low defibrillation impedance. An insulation breach was confirmed by visual analysis. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was in stable condition.

Manufacturer narrative:
Final analysis found that the internal insulation was abraded at 11.0 cm to 12.0 cm, 30.5 cm to 31.3 cm, and 32.5 cm to 32.6 cm from the distal tip. External abrasion breaching the right ventricular cable lumen caused by friction to the device can was noted at 41.5 cm to 43.7 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The reported event of low defibrillation impedance was isolated to the exposure of the superior vena cava conductor cable in the abrasion zone.